Manufacturer narrative:
Concomitant medical products: ddbb1d4, ICD, implanted (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in-vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high impedance, an impedance spike, short v-v, noise, and was possibly fractured. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.